Manufacturer narrative:
A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unable to perform displacement test due to completely broken reservoir tube lip. Insulin pump had broken battery tube threads, missing reservoir tube o-ring.

Event description:
The customer reported via phone call that the insulin pump had cosmetic damage. Customer¿s blood glucose level was unknown. The customer also reported that the reservoir was able to lock in place when inserted into insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer was advised the insulin pump need to be replaced. Insulin pump will be returned for analysis.